Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported that their adc device gave low readings and frequently alarms for low glucose. The customer obtained a blood glucose reading of "50." The customer did a fingerstick to check each time and mentioned that the blood glucose level was between "170" and "200." No further information was provided. There was no report of any third-party medical treatment reported. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed, and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.